Event description:
It was reported that during a laparoscopic colectomy, the staples jammed. Staples would not separate from the main body of the instrument. Another device was used to complete the procedure. There was no reported pt consequence.